Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose of 33 mmol/l. The blood glucose at the time of call was 20 mmol/l. The customer reported that the insulin pump was working as designed. It was unknown whether automode was active or not. The device will not be returned for the analysis.